Event description:
It was reported that during implant attempt the helix of the lead initially extended and retracted without problem but when the lead needed to be repositioned the lead retracted but would no longer extend. The lead was extracted and a different lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid on it (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix mechanism and sleevehead. The tip seal was observed to be out of position. The lead was returned with a big amount of dried blood in a sleevehead. The helix extends and retracts within product specification.